Event description:
The customer reported during a recent device upgrade procedure, when the right atrial (ra) lead was removed from the device header, a coil separation was experienced which led to an exposed conductor. The lead was surgically capped and sutured to the pts muscle to avoid migration. Another ra lead was successfully implanted. To date, there have been no pt effects reported. The lead was actively implanted for approximately 8 years, 11 months.

Manufacturer narrative:
The lead was surgically capped, therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. Another ra lead was successfully implanted; to date, there have been no pt effects reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.